Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for non-physiologic oversensing of a high number of short interval counts (sic) and episodes of high rate non-sustained tachycardia (nst). The patient continues to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead, (B)(6) 2013. (B)(4).